Event description:
It was reported that the patient underwent a sling procedure at the end of 2003. At that time the surgeon did detect that the needle had passed through the bladder and he removed the needle and re-passed it. Post operatively the patient has been experiencing persistent right flank pain since the surgery. Cystoscopy revealed a one inch section of tape in the bladder. The patient remains continent. The physician plans to attempt cystoscopic removal of the mesh from the bladder.